Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic hysterectomy, they stopped using the device due to the side channel part of the outer sleeve was found deformed. The event occurred during the procedure but the product was not used on patient. The procedure was completed with another device. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The distal end of the sleeve was observed to be deformed and the tip of the device was observed to be bent. Biological residue was observed in the tube in suction connector area. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. A definitive root cause could not be determined with regard to the reported condition. However, probable causes could be attributed to using the tip and sleeve end of the device in excessive manipulations or leveraging maneuvers. If information is provided in the future, a supplemental report will be issued.